Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.50 diopter, in the patient's right eye (od). The lens has yet to be explanted as of (B)(6) 2017 and the patient experienced glare/haloes and blurred vision.

Manufacturer narrative:
The patient experienced glare and halos due to central aquaport hole. On (B)(6) 2017, the lens was exchanged for the same size and diopter lens. The problem is resolved, symptoms disappeared. (B)(4).